Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event. Per the package insert, loosening and dislocation are known potential adverse effects of knee arthroplasty. The surgical technique states to apply 95 pounds of torque with the torque wrench to assure the locking screw is properly tightened. The technique also states that under-tightening of the screw may allow it to loosen over time. The medical records provided did not state the amount of torque applied to secure the locking screw. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately two (2) years post-operatively to address pain, swelling and migration of the articular surface components. Initial operative notes identified no intraoperative complications. The revision operative notes report that, "the screw was completely out, which was removed. The tibial insert was completely out, completely removed. The screw threads seemed to be intact. The threads of the tibial baseplate also seemed to be in good condition. Therefore, the same liner which was a 12.5 constrained liner with a size 5 was selected and placed."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products - nexgen option cemented femoral component size g catalog #: 00599401792 lot #: ni, nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: ni, persona all poly patella 35mm catalog #: 42540000035 lot #: ni, nexgen straight stem extension 13mm x 100mm catalog #: 00598801013 lot #: ni, persona tapered precoat tibial half block augment with screws size 5 catalog #: 00598800539 lot #: 63144625. It is unknown at this time whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately two (2) years post-operatively to address pain, swelling and migration of the articular surface components. The revision operative notes report that, "the screw was completely out, which was removed. The tibial insert was completely out, completely removed. The screw threads seemed to be intact. The threads of the tibial baseplate also seemed to be in good condition. Therefore, the same liner which was a 12.5 constrained liner with a size 5 was selected and placed."